Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted as an inpatient for medical treatment with her low blood glucose of 50mg/dl. Troubleshooting was performed. The customer stated that she fell confused with the new menu for priming, and her doctor told her to disconnect from the insulin pump and revert to back up plan. The reservoir was showing less insulin than what is showing on the status screen. Assisted the caller to run the displacement test and passed. Reviewed the bolus history and found that the customer did fill the cannula and then two fill tubings one for 30.40 units which is a lot more than it usually takes. No further information was provided.